Event description:
Report received from (B)(6), stating that the device had intermittent operation. The device was not used in surgery. It is unknown if patient or user injury occurred. It is unknown if medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "intermittent operation" was confirmed. Reliability engineering evaluated the device; and the motor was observed to have intermittent rotation, likely due to worn/damaged motor vanes. This condition may be due to normal wearout condition, but may have been exacerbated by operating the unit with insufficient lubrication. If additional information is received, a supplemental report will be sent.